Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device confirmed that the hypotube and jacket were separated distal to the strain relief tubing. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there have been no other incidents reported for difficult to remove or shaft separations for this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the mid diagonal vessel with mild tortuosity and heavy calcification. Pre-dilatation was performed and the 3.5 x 23 mm xience v stent delivery system (sds) was advanced; however, the device could not cross the lesion due to the calcification, and the proximal shaft separated outside the anatomy. During removal, some resistance was noted. A new sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.